Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis, and a gore® dryseal flex introducer sheath (dsf) as an accessory in the procedure. A 14fr dsf was inserted from right femoral artery and a 16fr dsf was inserted from left femoral artery. Reportedly, there was a stenotic site within the aneurysm, both dsfs were advanced beyond the stenotic site, but the 14fr dsf migrated distally beyond the stenosis site right before the trunk-ipsilateral leg component was deployed. After this migration, the 14fr dsf could not be advanced again past the stenotic site. It was reported that after the trunk-ipsilateral leg component was deployed, the physician found it difficult to cannulate the contralateral gate with a guidewire, and attempts were not successful. Therefore; the procedure was changed to an aorto-uni-iliac(aui): the right common iliac artery was occluded, three additional stent grafts were deployed inside the trunk, and a femoral-femoral bypass was created. During the procedure, a type ii endoleak was reportedly observed but no additional treatment was performed, it will be monitored. The patient tolerated the procedure. The physician reported that there was not enough space between the lower border of the aneurysm and the contralateral leg hole of the device.